Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that her device had been turned off for over a year because it had not been working. She was ¿completely and totally incontinent¿. She can¿t remember if she was implanted to make her stop going. Patient stated the trial ¿worked just fine¿. Patient asked if she should have her device explanted. There were no further complications that have been reported as a result of this event. Refer to manufacturer report # 3004209178-2017-09483.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s implant was painful. When the patient would lay down a shock was sent up their back in the opposite direction of where they believed it was supposed to go. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that as interventions taken to resolved the issue was that the healthcare professional (hcp) turned the implantable neurostimulator (ins) off "within 6 months after she had it" because it was not working. The devices were not turned back on for 3-4 months because they were not working. About 3 months ago the hcp turned the ins back on and the settings "were completely different" than what they had been on. The patient also reported they experienced a pain on the right side of their hip and up into the back (¿instead of down¿) which felt "like a fire or electrical shock, terrible shock". This issue occurred 2 months ago. The patient could not turn off both inss (patient has 2 implantable neurostimulators) because they did not have their programmers which were assumed to be lost due to them moving twice. The patient stated they did not know the cause of the issues and noted ¿I haven't asked anybody until just now¿. The devices not working and incontinence issues were not resolved at the time of report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.